Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed noisy signals that were over sensed. The rv lead had perforated the heart and there were two surgeries as fluid was present in the heart. The lead was repositioned. According to the field representative the lead was turned off at some point. This correlates with the fact that the device was not pacing when the over sensing stopped. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed noisy signals that were over sensed. The rv lead had perforated the heart and there were two surgeries as fluid was present in the heart. The lead was repositioned. According to the field representative the lead was turned off at some point. This correlates with the fact that the device was not pacing when the over sensing stopped. The rv lead remains in service. No additional adverse patient effects were reported.